Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due recurrent pulmonary embolism. Patient is tilt and vena cava perforation. The patient further alleges ¿I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it¿ and further notes limited activity. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2018, ¿positive for caval perforation. A total of four prongs have perforated the ivc.¿ ¿maximum distance prong perforated is 4 mm.¿ ¿coronal images show 2-degree tilt of filter left-to-right.¿ ¿sagittal images show 2-degree tilt posterior-to-anterior.¿

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged vena cava perforation. Investigation: the following allegations have been investigated. Vena cava (vc) perforation, tilt, anxiety, fear and limited activity. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, fear, and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00968. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference# found of this report. Occupation: non-healthcare professional. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2011. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.